Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, multiple automatic mode switch (ams) episodes triggered by noise on the atrial lead was noted. Noise was not noted on the other channels. The patient was seen in clinic. Noise was not reproduced during in clinic testing. All other measurements were stable. Programming changes were made. The patient was in stable condition.